Event description:
A marathon microtip catheter fracture, tip stuck in onyx. Small piece retained in right external carotid artery. Stent placed to prevent further migration; 2. 6 french envoy mpc guide catheter in left iliac artery kinked. Intact catheter removed. FDA safety report ID# (B)(4).

Event description:
A marathon microtip catheter fracture, tip stuck in onyx. Small piece retained in right external carotid artery. Stent placed to prevent further migration; 2. 6 french envoy mpc guide catheter in left iliac artery kinked. Intact catheter removed. FDA safety report ID# (B)(4).